Event description:
It was reported to boston scientific corp that a rotatable oval snare was used during a polypectomy procedure within the large intestine on (B)(6) 2009. According to the complainant, during the procedure, as the snare was inserted into the colonoscope, the catheter sheath detached from the handle of the snare. The procedure was completed using another rotatable oval snare. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device MFR dates are unk. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).